Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a blood glucose level over 400 mg/dl. Customer also requested assistance with downloading to software as data was missing from (B)(6). Customer also reported that insulin pump suspended without prompt and clarified that pump did not threshold suspend. High blood glucose troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump received was not stuck in the manufacturing mode. Insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump was monitored for several days and no unexpected suspend mode noted. Also insulin pump monitored for several days with a program of 1.0u basal rate and downloaded in the carelink software and all basal rates deliveries registered properly in the carelink history report noted. Insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.